Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a loose/detached set screw, and found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during implant of implantable pulse generator (ipg), the physician screwed in the ventricular lead and during attempt to screw in the auricular lead, physician observed that the screw was into the screwdriver. The physician tried to screw the lead again but attempt was impossible. The screw was observed inside the screwdriver. Finally, the device was replaced with another device. No patient complications have been reported as a result of this event. Properly.